Manufacturer narrative:
Product event summary: the device has been returned for analysis and is pending. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated noise. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: 507652 lead implanted: (B)(6) 2011; 6935m62 lead implanted: (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the clinic due to a lead integrity alert (lia) on the right ventricular (rv) lead. Upon interrogation, there were sensing integrity counter (sic) and high rate episodes suggestive of non-physiological noise. The cardiac resynchronization therapy defibrillator (crt-d) therapies were deactivated. Further testing on the table demonstrated noise and pacing impedance swings that could be reproduced with pocket manipulation. X-ray images confirmed that the rv lead was seated well into the device header. The pocket was opened and the header evaluated, with traction placed on the lead. No anomalies were observed and the lead would not budge in the header. The set screw was then loosened and the rv lead tested through the analyzer, which showed normal measurements. The lead was reconnected to the device and there was some noise evident. When the physician applied gentle traction on the lead, the lead came out of the header. This process was tried a second time and the lead did not disengage from the header, and there was no noise observed this time. Due to the potential device header issue, the physician removed the crtd and requested a new generator be placed. All leads were connected to the new device and they tested normally. No patient complications have been reported as a result of this event.